Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a systemic infection. The infection was not related to device or implant procedure; however, the vegetation was noted on the atrial lead. The lead was explanted. Patient was stable post procedure.